Event description:
Additional information received shows that patient underwent surgery on (B)(6) 2021 where a scs system was implanted to better cover patient's pain areas.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-02817. Additional information received reports that the patient underwent surgical intervention in which both of their leads were explanted and replaced due to lead migration.

Event description:
It was reported the patient lost effective coverage due to the right l4 drg lead had migrated. The issue was confirmed via x-rays. Surgical intervention is pending to address this issue.